Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer addressed occlusion alarms by completing infusion set changes. Reportedly, the customer's blood glucose level was in the 300's mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.